Manufacturer narrative:
During follow-up, the patient said she did not note the lot number of the units she was using at the time of the infection. She noticed no defect or malfunction with the f14nc catheters.

Event description:
Intermittent catheter patient (user) stated she was treated with antibiotics two weeks ago for a urinary tract infection (uti) while using the f14nc catheter. During follow-up, the patient stated she was prescribed an antibiotic, took the full course, and recovered completely from the infection.